Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead exhibited loss of capture; x-ray revealed the lead had dislodged. The patient's condition was good. The physician elected to take no action at this time and would continue to monitor the patient.